Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of low blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of the incident and customer¿s current blood glucose is 145 mg/dl. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specifications. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08555 inches. Device was programmed with test mmt-7811 transmitter link and test plug simulator. Device communicated properly.